Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 2 devices were not available for evaluation. Additional information 2 devices were labeled for single-use. 2 devices were reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device had small pieces breaking off. 2 events had patient involvement; no patient impact.

Event description:
This report summarizes 2 malfunction events in which the device had small pieces breaking off. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
Additional information: 2 devices were not reprocessed or reused.